Event description:
The dir. Of clinical engineering said when using their newly purchased erbe esu with the co 130307 conmed pencil, when keying it, it burst into flames. They tried another pencil and it did the same. This happened about 3/2002. Then about twenty six days later they tried another conmed pencil, 130307, with the erbe esu and the pencil flamed again. Refer to MFR report numbers: 1720159-2002-00026, 00027 and 00028.